Event description:
A pump malfunction alarm was reported by the customer during pumping. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, confirming it was under warranty. The customer planned to use an alternate form of insulin therapy in the meantime and was instructed on how to put the pump into storage mode before returning it with a pre-paid label within ten days. The customer understood and acknowledged these instructions.